Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a connection leak at the tubing to the outlet port. The product was not changed out, there was about 20 ml blood loss, and surgery was completed successfully. There was no pt harm.

Manufacturer narrative:
Terumo did receive the device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).